Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 108 mg/dl. The customer stated that the act button is sticking. Customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.